Event description:
The surgeon noticed a foreign body in the anterior chamber one day post-op. The patient experienced corneal edema, and was sent to a corneal specialist. The foreign body was removed in a second surgery. The foreign body is a very small hard white round sphere.

Manufacturer narrative:
The foreign material was evaluated. The hard, white, round sphere approximately 600 micrometers in size was identified as zircon bead. A zircon bead is not used in our products or in our manufacturing process. The source of zircon bead cannot be determined. The root cause of the patient event cannot be determined in this investigation.